Manufacturer narrative:
(B)(6).

Event description:
It was reported that a detachment occurred. The severely stenosed target lesion was severely calcified. A 1.50mm rotapro and a rotawire were selected for use. During the second run, the system stalled. The rotation was unable to be restarted and difficulty removing the burr occurred. Several attempts were made to remove the burr and the wire; however the burr and the wire broke. The burr was removed with a snare and the broken piece of the wire was jailed with a stent. The patient's status was stable and there were no patient complications reported.